Manufacturer narrative:
(B)(4). The clip remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, two mitraclips were implanted (71011u182, 71011u183), reducing degenerative mitral regurgitation (mr) from grade 4 to grade 1-2. In (B)(6) 2018, echocardiogram noted recurrent mr of grade 2. On (B)(6) 2018, echocardiogram noted recurrent mr of grade 3-4. A second mitraclip procedure was performed on (B)(6) 2018 and echocardiogram noted that the more medial clip had detached from the posterior leaflet (slda). An attempt was made to implant an additional clip to stabilize the detached clip and to reduce mr; however, the detached clip was obstructing the view of the additional clip. Visualization was noted to be difficult, due to the detached clip. The clip caught in the chordae and was easily removed with standard troubleshooting maneuvers and without any tissue damage. Although the clip grasped the leaflets, the leaflet insertion could not be confirmed, and mr did not improve. The clip was not implanted. The procedure ended with no additional clips implanted and mr unchanged at grade 3-4. The patient was in stable condition. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). An incomplete lot number was initially provided, because it could not be determined which of 2 devices experienced the single leaflet device attachment (slda): lot: 71011u182, 71011u183 the device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported worsening mitral regurgitation (mr) appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.